Event description:
It was reported that prior to start of a da vinci assisted surgical procedure, the system faulted with non-recoverable error 1150. Customer had already restarted the system but error came up immediately. Technical support engineer (tse) reviewed system logs and found several 1150 errors pointing to a faulty head sensors on surgeon side console (ssc). Tse advised customer to perform hard power cycle on system and circuit breaker but with no improvement. Therefore, tse recommended to shut down the system and disconnect ssc to clear error. Customer then proceeded with second ssc. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the patient was under anesthesia but the cannulas/incisions were not made yet. The procedure was completed successfully using the surgeon's second console, and provided patient information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Based on the field evaluation, the reported event was not reproducible. Fse replaced the transmitting and receiving sensors on surgeon side console (ssc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci products involved with this complaint to perform failure analysis. The complaint was confirmed based on the log evaluation, which indicates that the device may have contributed to the customer reported issue.